Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: it was reported that the issue extended the duration of the procedure by one hour. To clarify, did the additional duration of the procedure alter the procedure or change the post-operative care of the patient? How much blood was lost (ml)? Did the patient require a transfusion as a result of the device issue? The amount of blood lost was not information that was provided to me. The patient did not require a blood transfusion.

Event description:
It was reported by that the surgeon, a bariatric surgeon, on this day was performing a gastric by pass. Experienced excessive bleeding on all of his staple firings to create anastomoses. It added at least one hour to the case due to the time to control staple line hemostasis. Suture, clips, and harmonic energy were used to control bleeding. Also, the surgeon noticed that staples weren¿t completely formed when firing on the mesentery. He used gray and white reload. He addressed it using suture and clips. The surgeon performed a trans-oral leak test to test the integrity of the staple line. He felt like everything was normal. No additional staplers were utilized,

Manufacturer narrative:
(B)(4). Batch number: p5717r investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. Eleven cartridge reloads were received: four gst60b cartridge reloads, four gst60w cartridge reloads and three ecr60m cartridge reloads. The reloads were received with no apparent damage and fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.